Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to remove device due to distal femoral periprosthetic fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to revision, the patient fell on (B)(6) 2015, causing pain for 2 weeks.